Event description:
Two amphirion deep pta balloon catheters were used to treat a stenotic de novo lesion located in the peroneal artery of the right leg. A non-flow-limiting dissection was reported to have occurred during the procedure. The investigator reports that the dissection was highly probably related to the procedure but not related to the device. A thrombotic occlusion was also reported to have occurred on the same day. The investigator reports that the event was probably related to the device and highly probably related to the procedure. Patient underwent thromboaspiration and the issue is reported to be resolved. Ref MFR # 3004066202-2012-00021.

Manufacturer narrative:
Inherent risk of the procedure (dissection and thrombus).